Manufacturer narrative:
Additional information received: as per the physician, the cause of the type iii endoleak could not be confirmed but it was suspected that it was due to calcification of the distal aortic bifurcation. Analysis summary: the cause of the reported inaccurate (high) placement of the bifurcate leading to partial coverage of the left renal artery could not be determined. The cause of the endoleak reported at implant near the contralateral gate also could not be determined. Images during implant were not provided and the reported events could not be assessed. In addition, post-implant CT¿s were not available for evaluation of the stent graft in-vivo configuration. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported events. It is possible that the inaccurate delivery was user related. The exact type and cause of the endoleak seen during the procedure could not be determined from the films provided. Angiograms showing the endoleak (including endoleak interrogation) were not provided which could have assisted with a more comprehensive determination of the endoleak source/cause. This may have been a type iiia junctional endoleak due to insufficient component overlap. While a type iiib fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 19-21mm with a neck length of 30mm. The diameter at the level of the aortic bifurcation measured 31mm. It was reported during the index procedure after the stent graft system was implanted, final angiogram showed that the bifurcated graft was partially covering the left renal artery. Additionally, an endoleak was appreciated at the level of the contra-lateral gate. The physician felt the endoleak could be junctional related and re-ballooned the overlapping segment of the contra-lateral limb. A repeat angiogram demonstrated persistent endoleak at the same level so the physician decided to re-evaluate at later date. An additional angiogram was performed to confirm the proximal location of the stent graft. The left renal artery was filling but was partially covered so the physician elected to implant a 7x20mm balloon expandable stent. A final angiogram demonstrated gross patency of the left renal artery and the procedure was completed. Per the physician the cause of the renal occlusion was due to user error. The cause of the type iiia endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.